Event description:
Additional information showed the patient's battery and extension were replaced. Following the replacement, the patient had good coverage and no complaints of shocking or jolting.

Event description:
It was reported that the patient was experiencing a shocking or jolting sensation in back area. It was also reported that stimulation would turn off randomly with heating around the pocket site when the device is off. Impedance readings were normal with no open or short circuits; all bipolar pairs are 547 except c<(>&<)>2 and c<(>&<)>3 which are 437. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension model 748951, serial # (B)(4), implanted: (B)(4), explanted: unknown, lead model 3887-28, serial # (B)(4), implanted: 1999-(B)(4), explanted: unknown, programmer model 7434a, serial # (B)(4).